Event description:
Hoyer sling not properly secured; 1 strap was not fully hooked which resulted in the resident slipping out of the unsecured side of the sling and falling onto the floor hitting her head on the floor.